Event description:
Phlebotomist was drawing patient blood specimen. When the needle was placed into arm vein and tube was inserted into needle, the blood flowed partially into specimen tube and partially into needle holder.